Event description:
I had essure implanted back in 2015. Almost immediately I developed psoriasis on my scalp. Then eczema on my feet and hands. I developed large painful boils under my arms and on my groin area. I also had heavy menstrual bleeding and a menstrual cycle more than once a month. The bleeding became so heavy that my dr recommended an endometrial ablation (they burned the inside of my uterus; sounds fun doesn't it). I have headaches, bladder and kidney infections, severe pelvic pain, and strange unexplainable things that arise with my health for example, last week my nose became as red as a beet and swell up the size of a golf ball. The dr said I have a staph infection in my nose. After a shot and 3 prescriptions, I am finally looking like myself again. I have a hysterectomy scheduled for (B)(6) to get the essure out. Unfortunately, I have to lose my uterus, fallopian tubes and cervix to accomplish this. Sounds fun right.